Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths cadd solis hpca pump failed dose rate. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
Additional information: concomitant medical products. One cadd solis hpca pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and three separate delivery accuracy tests were performed. The customer's reported problem regarding delivery accuracy was able to be duplicated. During investigation three separate delivery accuracy tests were performed; and at least one test was outside the pump's delivery accuracy manufacturing specifications. Service will replace the expulsor assembly. The problem source of the reported problem is unknown.